Event description:
Procedure type: low anterior resection. According to the reporter: the distal part was stapled well via a pfannenstiel approach with the contour stapler. The anastomosis was performed as normal. When firing the eea, it was noticeable the instrument felt extremely heavy during firing the instrument. The staples were not formed correctly. They did not form as a b shape, but stayed straight and were still open. The mylar ring in the anvil was torn and the anvil was attached as well. The donuts were formed, but very thin donuts with very little tissue. When the anastomosis was tested, there was no staple line formed. A definite stoma was the result. There was no additional blood loss of more than 250cc. The time extension of the procedure was more than 60 minutes. The patient's current status is reported as healthy.

Manufacturer narrative:
(B)(4).